Event description:
Received lawsuit that alleges user of electric wheelchair alleges the chair suddenly and without warning malfunctioned.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.